Event description:
Caller reported alarm 2 followed by alarm 26, indicating an occlusion issue. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to perform several steps to resolve the issue, including disconnecting and repositioning the tubing and delivering boluses, which temporarily affected insulin on board. The alarms recurred until the caller changed supplies due to a blockage in the cartridge, after which normal insulin therapy was resumed.